Manufacturer narrative:
The reporter stated this was previously reported to medsun, a report number was not provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system - non-dehp solution set leaked blood from a medication port. The was described as, after starting an infusion, the nurse noted that the IV (intravenous) tubing had collected blood from the patient and blood was leaking from the med port closest to the patient; out of the tubing and onto the bed. On further inspection, the tubing port was noted to have a visible hole within the port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye was performed and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.